Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider confirmed the reported issue and replaced the single board computer printed circuit board.

Event description:
It was reported that during patient use a ventilator was turned off the change the patient circuit. When it was turned back on, the display froze. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct a failure investigation, the third party returned a sbc (single board computer) board. An investigation was performed on the returned component and the alleged malfunction was confirmed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.